Manufacturer narrative:
D10 concomitant products: 18770, 18770 7.0mm taperguard trachael tubex10, (lot# unknown) 18780, 18780 8.0mm taperguard tracheal tubex10, (lot# joi66jzx) unkett, unspecified endotrach tube, (lot# unknown) unkett, unspecified endotrach tube, (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a 7.0 mm endotracheal tube in place, and it was noted that the tidal volumes had fallen to the low 100 cc's per breath. Added a couple of cc's of air to the cuff, and the audible leak persisted. Switched out the tube for an 8.0 mm via glidescope again, initially good tidal volumes and confirmatory co2, but an audible leak smell of sevoflurane was noted. The tube was again changed for another endotracheal tube via glidescope guidance but also experienced the same issue. Was able to generate appropriate tidal volumes with packing of the oropharynx with gauze, but this would not be tenable for a multi-hour case. Switched out again the tube with the same result. With a tube changer, once again switched out the tube with the same result. Rather than reintubating the patient a fifth time, the oropharynx was packed, and then the solution worked. For the next couple of hours, was able to extubate the patient easily. The patient had no respiratory issues.